Event description:
The customer reported that the buttons were not responding and he ended in the hospital due to low blood glucose of 34mg/dl. The caller stated that the numbers were not ramping on their own. Advised the caller that the up or down buttons may be stuck. Troubleshooting was performed, and the drive support cap was sticking out. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime alarm test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test. All buttons function properly. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.